Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they wer e unable to turn their stimulation on so they met with their manufacturer representative (rep) on (B)(6) 2017 to get it working again. The rep reprogrammed and added group c which is a no tingling group. They were told it could take a couple of days before the patient notices improvement. The patient thought it was better but then it got worse and they are in so much pain they cannot function. The patient contacted their rep and made arrangements to meet a different rep on (B)(6) 20178 but when the patient arrived the rep told them that they did not have the equipment to check the device and the patient would have to wait until (B)(6) 2017. The patient tried to adjust it themselves but it did not help. They called their healthcare professional (hcp) to see if they could get a shot but the hcp was not available until monday. They are taking everything that they can but it is not helping. The patient might go to the emergency room. Troubleshooting at the time of the report included changing the patient from group c to group a which has two programs for both legs. The patient feels the stimulation on the front of their legs but they need it on the back of their legs. The patient has not had relief since shortly after their appointment on (B)(6) 2017. The stimulation target area is on their right side, hip, and butt bone. The patient noted that the hcp placed two leads for that. The patient would follow up with their hcp and speak to a nurse or physician assistant regarding pain management options they would recommend until they appointment on (B)(6) 2017. The patient noted that last weekend their pain became really bad and they were unable to charge then beginning on (B)(6) 2017. They had no improvement since the reprogramming session. Nofurther complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-jun-27. The patient stated that the actions taken to resolve the pain, no improvement since the reprogramming session, and only having stimulation on the front of their legs include the device levels being changed and the patient¿s husband learned to operate the device. The cause remains unknown and it was still unknown if the issues have been resolved but the patient noted that they have a deteriorating disk. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare professional (hcp) on 2017-jun-27. It was reported that new disc issues were discovered via an MRI. Specifically, there was an issue with the ls sl disc extrusion, central canal stenosis. To treat the issue, the patient received injections for the new pain and all of the previously reported issues resolved. There were no further complications reported or anticipated.